Manufacturer narrative:
Correction: implant and explant dates an event regarding femoral fracture¿involving an unknown femoral stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned.¿ clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x- rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the revision of the primary on (B)(6) 2019. Revision (B)(6) due to femoral fracture. As reported by rep: revision of acetabular liner and femoral head. This was patient's second revision. This was due to elevated white blood cells. Wash out replaced liner and head. No implants to be returned. Not a failure of implants. Original surgery (B)(6). Revision (B)(6) due to femoral fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the revision of the primary on (B)(6) 2019. Revision (B)(6) due to femoral fracture. As reported by rep: revision of acetabular liner and femoral head. This was patient's second revision. This was due to elevated white blood cells. Wash out replaced liner and head. No implants to be returned. Not a failure of implants. Original surgery (B)(6). Revision (B)(6) due to femoral fracture.